Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-4318, serial/lot: (B)(4), description: clik x anchor sterile kit. Model: sc-1200, serial/lot: (B)(4), description: precision montage MRI ipg sterile kit.

Event description:
It was reported that approximately 3 hours post op the patient reported that they could not feel or move his legs. An MRI was performed and it was found that the patient had a hematoma in the area of t10-l1. The physician explanted all devices and the patient recovered.

Event description:
It was reported that approximately 3 hours post op the patient reported that they could not feel or move his legs. An MRI was performed and it was found that the patient had a hematoma in the area of t10-l1. The physician explanted all devices and the patient recovered.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-4318, serial/lot: (B)(4), description: clik x anchor sterile kit. Model: sc-1200, serial/lot: (B)(4), description: precision montage MRI ipg sterile kit h3 other text : devices were discarded by facility.